Event description:
It was reported that during programmer interrogation of this cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture (loc) was observed during right ventricular (rv) lead threshold testing for this pacer dependent patient. The health care professional (hcp) attempted to end the test but was unsuccessful. Subsequently, the patient experienced approximately 10 seconds of asystole and nearly passed out. Technical services (ts) discussed troubleshooting options and possible causes, noting that the screen was unresponsive or there was poor telemetry. The hcp performed demo testing and pressed around the programmer screen. The programmer was responsive, which suggested there was likely a poor telemetry connection where the command from the programmer was not recognized by the crt-d. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during programmer interrogation of this cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture (loc) was observed during right ventricular (rv) lead threshold testing for this pacer dependent patient. The health care professional (hcp) attempted to end the test, but was unsuccessful. Subsequently, hte patient experienced approximately 10 seconds of asystole and nearly passed out. Technical services (ts) discussed troubleshooting options and possible causes, noting that the screen was unresponsive or there was poor telemetry. The hcp performed demo testing and pressed around the programmer screen. The programmer was responsive, which suggested there was likely a poor telemetry connection where the command from the programmer was not recognized by the crt-d. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that it was suspected that the cause of the threshold test not ending was due to the telemetry connection between the device and the programmer and there is no evidence of a rv lead issue. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during programmer interrogation of this cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture (loc) was observed during right ventricular (rv) lead threshold testing for this pacer dependent patient. The health care professional (hcp) attempted to end the test, but was unsuccessful. Subsequently, hte patient experienced approximately 10 seconds of asystole and nearly passed out. Technical services (ts) discussed troubleshooting options and possible causes, noting that the screen was unresponsive or there was poor telemetry. The hcp performed demo testing and pressed around the programmer screen. The programmer was responsive, which suggested there was likely a poor telemetry connection where the command from the programmer was not recognized by the crt-d. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that it was suspected that the cause of the threshold test not ending was due to the telemetry connection between the device and the programmer and there is no evidence of a rv lead issue. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the programmer was functioning as expected the following as expected the following day. It was suspected that the issue was having two sets of hands on the programmer at the same time, which would not allow the programmer to acknowledge tapping the button to end the test. This crt-d system and the programmer remain in service. No additional adverse patient effects were reported.